Event description:
It was reported that a multi-rate infusor had experienced reverse flow, during an infusion. After a nurse checked the port needle and flushed the infusor with saline, it was attached to the patient. The nurse then noticed that blood had backed up from the port to the infusor, which indicated a reverse flow. This event occurred during use and there was patient involvement. However, no adverse event was reported.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a supplemental report will be submitted.